Event description:
The pt rec'd the scs system on (B)(6) 2010. It was reported that the lead migrated. It was reported the pt experienced a bad fall. X-ray was taken, results were provided to the sjm rep. The lead will be revised. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.